Event description:
It was reported that the artificial urinary sphincter (aus) cuff is going to be explanted on a future date due to erosion. "Due to ureteral stent replacement at (B)(6) hospital on (B)(6) 2019, the cuff of the artificial urinary sphincter was deactivated before the procedure. When the urethra was checked by inserting a cystoscope, cuff erosion was confirmed." It is unknown at this time whether there is an infection. It was further reported that the removal surgery has not been scheduled yet.